Manufacturer narrative:
E1 - initial reporter address 1: (B)(6) reported here as address exceeded character limit for designated field. Device evaluated by MFR: the main coil, the introducer sheath and the delivery wire were returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the primary coil section, moreover the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21aug2025. It was reported that the premature deployment occurred. A 6mm x 20cm interlock-35 coil was selected for use. However, during the procedure, it was noted that the coil could not advance at the middle part of the catheter. Consequently, the coil got detached while trying to be pushed inside the catheter. The coil was removed from the patient's body and the procedure was completed with an alternative device. There were no patient complications as a result of this event. However, device analysis revealed the arm coil was detached.